Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose after changing the sensor. The customer used the insulin pump to deliver the bolus and experienced hypoglycemia. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-7040a, mmt-342, and mmt-441ag. Troubleshooting was performed for high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not using the auto mode feature. Troubleshooting was performed for the auto mode unable to enter auto basal, and the customer has reported the sensor was not ready, the sensor updating will change. Troubleshooting was not performed for low blood glucose. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-441ag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that he changed his sensor the night before and still had a high blood glucose value after the sensor was done warming up. So, he took a 10u bolus and had a low. No treatment was mentioned for the low. Customer had sensor updating alert and asked why he was not in smartguard. Helpline said he will not be able to enter smartguard if his blood glucose value is not within the set range. Helpline said he needed to bring his blood glucose within set range so that the sensor updating will change. Customer declined further troubleshooting for the high. Pump was used within 48 hours of the high and low. Smartguard was not used at the time of the high and low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.